Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were noted at a routine follow up. No symptoms or anomalies were reported. Deep breathing was reproducing the signal. Programming changes were made. The patient will be followed normally.